Event description:
An erratic readings issue was reported with the adc blood glucose meter. Customer received erratic readings and experienced symptoms described as dizziness, chills, and "a little vision loss". Customer had contact with an hcp and was administered rapid insulin (dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of the the xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2009, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc blood glucose meter. Customer received erratic readings and experienced symptoms described as dizziness, chills, and "a little vision loss". Customer had contact with an hcp and was administered rapid insulin (dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc blood glucose meter. Customer received erratic readings and experienced symptoms described as dizziness, chills, and "a little vision loss". Customer had contact with an hcp and was administered rapid insulin (dose unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.